Event description:
Boston scientific received information that a latitude red alert was generated from this system due to a low shocking impedance measurement. The measurement today was 3 ohms and a boston scientific technical services consultant believes this is due to the low amplitude pulse that is sent for the daily measurement. The shock impedance has been very stable in the 50 ohm range. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.